Manufacturer narrative:
Conclusion code(s): appropriate term/code not available (4316) was selected because the previous investigation remains unchanged by the additional information. Investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per report from CT (computed tomography): ¿ivc filter is seen intact and in-situ at the level of l2-l3. No fragments of ivc filter is seen in the rest of the visualized abdomen region.¿ ¿the position of the filter is in line with the long axis of ivc. There is no tilting/migration of the ivc filter. Tips of the primary legs of the ivc filter are seen piercing the ivc luminal wall. However, no demonstrable surrounding free fluid/contrast leak is seen to suggest active bleeding from the ivc. The tip of the primary leg on the posterolateral aspect is seen piercing the ivc lumen and abutting the psoas muscle. The tip of the primary leg in the anterolateral aspect is seen abutting possibly the gonadal/lumbar vein. No demonstratable fragments of ivc filter seen in the provided images. The tip of the primary leg in the posteromedial aspect is seen abutting the adjacent aortic wall. One of the tips of the secondary strut of the ivc filter on the posteromedial aspect is seen outside the ivc lumen abutting the vertebral body. However, no demonstrable surrounding free fluid/contrast leak is seen to suggest active bleeding from the ivc.¿ ¿atherosclerosis and ivc filter are present.¿

Event description:
Patient allegedly received an implant on (B)(6) 2013 via the common femoral vein due to history of deep vein thrombosis and a risk of pulmonary embolism. Patient alleges vena cava perforation, organ perforation, abdominal and back pain. Patient further alleges leg swelling, back pain, abdominal pain, anxiety.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Device code: no code available ((B)(4))- (device perforation). Name and address for importer site: (B)(6). Registration no.: (B)(4). Blank fields on this form indicate the information is unknown or unavailable, or unchanged. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: tilt. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. The catalog # and lot # are unknown, but the filter is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Medical opinion: "ivc filter is infrarenal in position. The anterior filter strut is seen piercing the corresponding wall of ivc (9.21mm) is seen impinging the duodenal wall anteriorly. The posterior medial strut is seen piercing the corresponding wall of ivc (15.50mm). The posterior filter strut is seen piercing the corresponding wall of ivc (15.02mm). Another right posterior medial strut is seen piercing the corresponding wall of ivc (13.38mm). The right lateral strut is seen piercing the corresponding wall of ivc (10.56mm). There is posterior medial tilt of the ivc filter (14.75 deg). No ivc filter fracture was noted." "Ivc filter is seen intact and in-situ at the level of l2-l3. No fragments of ivc filter is seen in the rest of the visualized abdomen region." "Tips of all the primary legs and secondary struts are seen. Tip of the secondary strut on the postero-medial aspect is seen outside the ivc lumen abutting the vertebral body. Tip of the primary leg on the postero-medial aspect is seen piercing the ivc luminal wall. Incidental findings: aortic wall calcifications are noted." "All the tips of all the primary legs of the ivc filter are seen penetrating the ivc luminal wall. The tip of the primary leg in the posteromedial aspect is seen abutting the adjacent aortic wall. The tip of the primary leg in the anterolateral aspect is seen abutting possibly the gonadal/lumbar vein. Incidental finding: aortic wall calcifications are noted." "The tip of the primary leg in the posterolateral aspect is seen placed adjacent to right psoas muscle. Incidental finding: aortic wall calcifications and renal calculi are noted." "Ivc filter is seen in-situ. It is in line with the long axis of the venacava. The tip of the primary leg on the posteromedial aspect is seen piercing the ivc luminal wall and abutting aorta." "The tip of the primary leg on the antero lateral aspect is seen piercing the ivc luminal wall and abutting the gonadal vein." "The tip of the secondary strut is seen piercing the ivc luminal wall and abutting the adjacent vertebral body." "The tip of the primary leg on the posterolateral aspect is seen piercing the ivc lumen and abutting the psoas muscle."

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to short form complaint filed: it is alleged that [pt] received a cook celect filter on (B)(6) 2013. Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Additional information: investigation ¿ investigation reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported pain, swelling, and anxiety are directly related to the filter and unable to identify a corresponding failure mode at this time. The following allegations have been investigated: vc/organ perforation, pain, swelling, anxiety. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
No additional information provided at this time.